Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. In turn, the lead was revised on (B)(6) 2021 where it was taken out and reinserted in the ipg header to address the issue.